Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's on/off button failed to respond during checks. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. The investigation determined the root cause of the reported fault to be corrosion on the underside of the on/off button dome and its contact pad due to storage outside of the indicated conditions. Corrosion on usb contact collars, multiple tracks of membrane tail, the underside of the on/off button dome and its contact pads would indicate the device had been stored outside of the indicated conditions. The fault could not be replicated after the corrosion was cleared. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's on/off button failed to respond during checks. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.